Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's parent reported by chat that the pediatric patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient felt lightheaded, dizzy, nauseated, was vomiting, and had a headache. The cgm was reading 118 mg/dl and the blood glucose reading was 600 mg/dl. The parent provided injections to bring down blood sugars and transported the patient to the hospital due to high ketones. There, the patient was treated with IV and blood draws. At the time of the report the same day, the patient was feeling better and under strict observation from the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.